Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a right coronary artery (rca). After the fourth treatment, the viperwire guide wire fractured in the proximal to mid rca. The fracture occurred as the guide wire was not placed far enough distally. A perforation was observed after the fracture. A stent graft was placed to resolve the perforation. Timi 3 flow was observed. There were no significant hemodynamic changes to the patient. The patient was in stable condition. There was no wire bias observed. The fractured component was trapped and covered with the stent. The vessel was primary wired with the viperwire guide wire. There was no difficulty wiring or delivering devices. The physician does not have any concerns about potential long-term risks to the patient.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported material separation, perforation of vessels, foreign body in patient and unexpected medical intervention appear to be related to unintended use error. Per complaint details, the fracture occurred as the guide wire was not placed far enough distally. In this case, it is possible that the material separation, perforation of vessels, foreign body in patient are a result of device placement or use techniques employed; however, since the device was not returned this could not be confirmed. The diamondback 360® coronary orbital atherectomy system instruction for use (IFU), warns: ¿use fluoroscopy to monitor and maintain spacing between the driveshaft and guide wire spring tip throughout the procedure. Always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip.¿ based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: device information corrected. D4: the UDI number is not known as the part and lot number were not provided. H4: manufacturing date corrected. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a right coronary artery (rca). After the fourth treatment, the viperwire guide wire fractured in the proximal to mid rca. The fracture occurred as the guide wire was not placed far enough distally. A perforation was observed after the fracture. A stent graft was placed to resolve the perforation. Timi 3 flow was observed. There were no significant hemodynamic changes to the patient. The patient was in stable condition. There was no wire bias observed. The fractured component was trapped and covered with the stent. The vessel was primary wired with the viperwire guide wire. There was no difficulty wiring or delivering devices. The physician does not have any concerns about potential long-term risks to the patient.